Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from an observational study by a physician in (B)(6) of bacterial peritonitis coincident with extraneal viaflex, physioneal 40, and nutrineal pd4 therapies. On (B)(6) 2006, the subject began therapy with extraneal viaflex (2000 ml every night), physioneal 40 (4000 ml every day), and nutrineal pd4 (2000 ml every day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis and was hospitalized that same day, due to the event. The peritonitis was without septicaemia. On (B)(6) 2009, empiric antibiotic treatment with ip cefazolin (dose and frequency not reported) was started. On (B)(6) 2009, the patient was discharged from the hospital. On (B)(6) 2009, treatment with cefazolin ended. The primary contributing factor to the event was failure to do exchange in a clean environment. The patient recovered from the event of peritonitis ((B)(6) 2009). A causality assessment was not reported. Alternative etiology- failure to do exchange in clean environment. Endotoxin-associated sterile peritonitis observational study (e-steps). Protocol number: (B)(4). Subject number: (B)(6). Subject initials: not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported the patient experienced peritonitis due to breach in aseptic technique - failure to do an exchange in a clean environment. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.